Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned at the distributor, and evaluation is currently underway. Awaiting return and evaluation of electrode belt sn (B)(4). The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. At this time the evaluation of the monitor at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. Device manufacture date: monitor: sn (B)(4): 12/19/2013 reuse. Electrode belt: sn (B)(4): 08/28/2014 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate above treatment threshold. The rapid rate satisfied the rate on the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of fourteen shocks. It was reported that the patient was at home reading the newspaper at the time of the event and then lost consciousness. Svt rate above the treatment threshold response contributed to the false detection. The rapid rate satisfied the rate on the detection algorithm. The response buttons were pressed intermittently during the event but not during the treatment sequences that resulted in the defibrillation shocks. The response buttons functioned appropriately. The patient's son called an ambulance and the patient was taken to the hospital. There was no death or device malfunction associated with the inappropriate defibrillation event.